Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door latch was clicking several times and the door was failing. A field service engineer (fse) replaced the latch assembly, recovered the system and tested the functionality in the hardware test application to resolve the problem. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 7 experienced a door latch failure, with the latch clicking repeatedly and failing to open the door. The door could be temporarily recovered and used once or twice before the latch failed again. Nursing staff were able to retrieve all medications stored in this door from the other two pyxis devices on the unit overnight. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.